Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 39 previously reported events are included in this follow-up record. Product return status 6 devices were received. 25 devices were evaluated based on historical data analysis. 8 devices were evaluated using data provided by the user or a third party.

Event description:
This report summarizes 39 malfunction events in which the device had a component detach. 38 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 39 previously reported events are included in this follow-up record. Product return status 39 device investigation types have not yet been determined.

Event description:
This report summarizes 39 malfunction events in which the device had a component detach. - 33 events had patient involvement; no patient impact. - 6 events had insufficient information received.

Event description:
This report summarizes 39 malfunction events in which the device had a component detach. 33 events had patient involvement; no patient impact. 6 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 39 device investigation types have not yet been determined. Additional information: 39 devices were labeled for single-use. 39 devices were not reprocessed or reused.